Event description:
Dr. Advanced the stent to the rca after they properly prepped the vessel. Once the stent went into the body the decided to remove it. After removing it, it was realized that the stent was no longer on the balloon. Dr. Then took an angiogram confirming the stent was left in the patient. After multiple attempts, placed/inflated a balloon allowing the staff to pull it all out as a unit. Reported & returned: manufacturer response for synergy stent, (brand not provided) (per site reporter). Issued rga#.